Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm, injury, or medical intervention associated with this event. During the device evaluation, the service center visually inspected the unit and observed visible foam degradation within the blower kit. Blower foam degradation was confirmed. The evaluation also identified fluid contamination and a destroyed power connector. Despite these findings, the device remained functional at the time of evaluation. Following completion of the investigation, the device was scrapped by the service center. Based on the investigation results, this event is reportable under FDA 21 cfr part 803 as a product malfunction.